Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The exact root cause of the reported incident could not be determined.

Event description:
It was reported that during coronary artery stenting procedure, a vessel dissection occurred. The 90% stenosed lesion was located in the severely calcified and tortuous proximal to mid right coronary artery (rca). Following placement of a pt2 guide wire, a runway jr4 guide catheter was advanced, but was unable to successfully engage the ostium of the rca. The physician removed the runway jr4 guide catheter in exchange for a 6fr runway kr3h guide catheter, however, this guide catheter was also unable to engage the ostium of the rca. The physician withdrew the guide catheter and injected contrast dye. Fluoroscopic images confirmed a vessel dissection had occurred at the ostium of the rca. The physician took multiple fluoroscopic images from different angles, performed an intra-operative echocardiogram, and observed the dissection as well as the patient's condition for approximately 20 minutes before determining the dissection was sufficiently contained. The physician decided to end the procedure without any further attempts to stent the rca lesion. The patient's status is reported as "stable".